Event description:
Reportedly, the screw jumped out and couldn't be retracted.

Event description:
Reportedly, the screw jumped out and couldn't be retracted.

Manufacturer narrative:
Analysis summary: as reported, the subject lead could not be fixed during the implant attempt due to jumping effect observed on the screw. Review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Since the lead was discarded and could not be returned for investigation, the exact root-cause could not be determined. One hypothesis explaining the reported event could be related to the lead flexion due to the j-shape stylet used, which would have caused inner coil friction impacting the screw mechanism. This case is retained for trend purposes.